Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to follow instructions given by the device and operators manual. The root cause was determined to be user error. There was patient harm, patient was resuscitated. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The report from hospital say: the monitoring and trial machine was intact before using. The patient became ill at home. At 05:15 on (B)(6) 2021, the emergency medical staff immediately put the patient on the ventilator when they arrived at the scene. After the patient was transferred to the ambulance, the patient became irritable , cardiac arrest, the ventilator sounds an alarm, the full screen of the display immediately turns red, all the buttons fail, and it can only be forced to shut down. Hamilton-c1 made in (B)(6) 2018.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to follow instructions given by the device and operators manual. The root cause was determined to be user error. There was patient harm, patient was resuscitated.

Event description:
The monitoring and trial machine was intact before using. The patient became ill at home. At 05:15 on (B)(6) 2021, the emergency medical staff immediately put the patient on the ventilator when they arrived at the scene. After the patient was transferred to the ambulance, the patient became irritable , cardiac arrest, the ventilator sounds an alarm, the full screen of the display immediately turns red, all the buttons fail, and it can only be forced to shut down. Hamilton-c1 made in nov 12, 2018